Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided therefore no review could be performed. Device was not sent back and no servicing was requested by the customer therefore no investigation could be performed. Provided photos confirm the presence of micro air bubbles. However the origin of those bubbles remains unknown. It could be linked to several causes such as the dilution of the infused product, a tubing or priming issue. But following communication with a technician, it seemed that the cause could be due to incorrect settings (air alarm or occlusion alarm) which would lead to multiple air alarms. Those alarms do not indicate a functional issue with the device, but is rather a safety behavior of the device in order to alert the user that infusion need to be attended. It was suggested to the customer to review how they prime the volumat set and instructions were sent as to how to increase the air-in-line trigger point in order to see if those modifications would solve their issue. To date, and despite several attempts to obtain additional information, no update on this issue was provided. Due to this lack of information the event cannot be confirmed. To our knowledge no patient consequences have been reported. This complaint is not confirmed. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Customer reported after 45 minutes of infusing, receive multiple air-in-line alarms.